Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens became scratched. The scratch was noticed once the iol was in the patient's eye. The surgeon left it implanted and the following day, the patient seemed to have disturbances in the vision which could have been caused by the scratch. In a follow up, it was indicated that the lens has been exchanged due to the persistent visual disturbance. Additional information was requested.